Event description:
During a laser lithotripsy case, a laser fiber was opened onto the sterile field. The fiber was connected to the laser machine and the aiming beam was set to two bars and no beam was seen on the end of the fiber. The aiming beam was placed at three bars (the maximum) and still no aiming beam on the screen and the fiber would not deliver any energy. A different fiber was opened and it worked as expected (beam seen when set to two bars and energy delivered when laser firing).